Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A portion of this lead was removed on (B)(6) 2019 and the remainder of the lead was explanted on (B)(6) 2019. The lead was explanted due to high impedances and thresholds. Patient has not received any inappropriate shocks and no noise is reported. No adverse patient events were reported. Should additional information become available, this file will be updated.